Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker error. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
The customer requested a onsite personnel to confirm and trouble shoot the error. The onsite personnel confirmed the error and stated that the loudspeaker was defective. The loudspeaker was replaced and the unit was confirmed to be functioning correctly.

Event description:
The customer reported a loudspeaker error. An onsite evaluation confirmed the speaker was defective. The device was in use on a patient. There was no report of patient or user harm.